Manufacturer narrative:
Return of reported device was not received. Reported event is consistent with user misunderstanding of when to replace the depleted insulin cartridge. Instructions for use will be reviewed for possible improvements.

Event description:
User reported that he autopen plunger moves forward to a point and then stops indicating incomplete delivery.